Event description:
Symptoms fully resolved the day after injection.

Manufacturer narrative:
Additional data: date of event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have had injected a patient in the nasolabial fold with 1 ml of juvéderm® voluma¿ with lidocaine, around 5 pm. Blt was used as pre-treatment. On the same day, around 9 pm, the patient noticed swelling on the left upper lip. On the following day, the patient returned to the clinic for review. The injector was not able to rule out filler migration into the upper lip and proceeded to inject small volumes of hylase® into the lip in an attempt to dissolve the filler. Post injection there was no noticeable change in the lip swelling, and the injector decided to start the patient on augmentin and piriton immediately at 12pm. To date the patient has not yet returned for review, so the injector was unable to comment on when the symptoms have resolved.